Event description:
Ihave some stuck in the throat [foreign body in throat]. I have swallowed some [accidental device ingestion]. I have to cough a lot [cough]. I have to cough a lot and gooey stuff comes up, expectoration [expectoration]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced foreign body in throat (serious criteria haleon medically significant and other: haleon medically significant), accidental device ingestion (serious criteria haleon medically significant), cough and expectoration. The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the foreign body in throat, accidental device ingestion, cough and expectoration were unknown. The reporter considered the foreign body in throat to be related to super poligrip extra care (zinc free formula). It was unknown if the reporter considered the accidental device ingestion, cough and expectoration to be related to super poligrip extra care (zinc free formula). This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6) 2023. The consumer reported that "I'm using poligrip zinc free gum care in the gold/white tube. I've had to use more lately than I did in the past. I see my dentist next week. I know I have swallowed some and I feel like I have some stuck in the throat. Is this possible? I have to cough a lot and gooey stuff comes up. Should I be worried."

Manufacturer narrative:
Argus case ID: (B)(4).